Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Taper ii. The reporter of the complaint was asked to return the product for analysis. As well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Healthcare professional reporting leaking access port. Port has been explanted and replaced.